Event description:
It was reported that: while the device was ventilating the patient, the user heard the device alarm. The user noted that the device was functioning on internal battery with ac power applied. The device then shut down and stopped ventilating the patient. The patient was manually ventilated with an alternate device. No patient injury reported.